Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the target lesion was located in the mid right coronary artery (rca) with heavy calcification. After pre-dilatation, the 3.0 x 23 mm xience v stent was advanced, however, it failed to cross the lesion. During retraction into the guiding catheter, the stent dislodged into the ostium of the rca. No resistance during retraction was reported. The xience prime 3.0 x 38 mm stent was then advanced to attempt to compress the dislodged stent into the vessel wall; however it could not cross the dislodged stent. Another xience prime 3.0 x 38 mm stent was successfully implanted, compressing the dislodged xience v stent into the vessel wall. No adverse patient sequela was reported. There was no clinically significant delay of procedure reported. No additional information was provided.